Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance, during which a ¿purge system failure¿ alarm was observed. Further evaluation of the purge assembly and associated components identified the purge unit driver board as the source of the alarm. The purge unit driver board was replaced. Following replacement, the system was retested, and the purge system failure alarm did not reoccur. The controller was reported to be functioning as expected after repair. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.